Event description:
It was reported that the patient was experiencing diaphragmatic and nerve stimulation. It was determined that the right ventricular (rv) lead was causing the stimulation. The pace/sense portion of the lead was capped and replace, the rest of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.